Manufacturer narrative:
An account reported an employee had an allergic reaction to gloves. The employee put the gloves on and after thirty seconds of wearing gloves developed localized itching and rash. The employee removed and discarded the gloved. The employee followed up with a provider and received decadron and anti-histamines to treat the reaction. The reaction improved and the end-user was able to complete the work shift without further incident. A sample was returned and a root cause has not been determined. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
An account reported an employee had an allergic reaction to gloves.